Event description:
The patient has two leads from the same lot. On (B)(6) 2015, an sjm representative met with the patient for reprogramming. Effective coverage was unattainable via reprogramming due to stimulation being received in unintended areas from both leads. X-rays were taken and revealed lead migration per the right lead. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.